Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: stent deployed in unintended site. Device issue: defficult to remove, failure to advance. It was reported that the procedure was to treat a lesion in a much calcified rca vessel. An attempt was made to dilate the lesion with a balloon. During stent placement, the stent became stuck in the vessel. It was not possible to get the stent in the right position and it could not be removed out of the vessel; therefore, the stent was deployed at this location. Another balloon was used to postdilate the stent. There was no report of pt injury. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the catheter was returned with blood visible in the guide wire lumen. The stent was not returned. There were faint crimp marks on the balloon where the stent had been. The balloon had relaxed folds. The tip seal length was measured and met mfg criteria. No other damage was noted. Product performance engineering reviewed the incident info and analysis of the returned device .it was reported that there was difficulty in advancing the stent to the proper location in the lesion. The stent became stuck in the vessel and the physician was unable to remove the stent, and as a result, it was deployed in an unintended location. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, physician technique, and accessory device support. Based on the info received with the complaint, the inability to cross and encountered resistance appear to be related to the heavily calcified anatomy. Quality assurance technician analysis confirmed that the stent had been deployed and was not returned for evaluation. There was no observed damage to the returned catheter. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of MFR. Based on the case info and analysis of the returned catheter, it appears that the failure to cross the lesion and the subsequent difficulty in removing the stent delivery system (sds) from the body was related to the calcified anatomy and the circumstances encountered during the procedure. There is no indication of a quality related product issue. The reported difficulties appear to be related to the operational context of the device. Product performance engineering will trend and monitor the incident circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.